Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the emergency doo key was not responding on the external pulse generator (epg); the doo button on the keypad was out of specification electrical. It was noted that the hanger assembly and the hanger-o-ring were both missing. It was noted that the encoder assembly and one knob were both contaminated and the lower display was dark (out of specification electrical). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency (doo) pacing mode key was not responding on the external pulse generator (epg). The epg was returned for service. There was no patient involvement.